Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that an ilet pump exhibited an unresponsive touchscreen with a crack at the top of the display, and the device could not be shut down through the on-screen menu; the patient had synced data to the mobile app prior to device shutdown. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement and instructions for return of the original unit. Investigation included a remote assessment and standard complaint intake with verification of shipping and return logistics. Investigation of this case revealed damage to the display component consistent with a broken or cracked screen and resultant loss of user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen leading to failure of the touchscreen interface.